Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The company service representative reviewed the usb saved images from later cases and confirmed that the optical coherence topography (oct) capsule control points were not placed properly. There were no images saved of the day of the reported event, so it remains inconclusive at this time whether the reported event of posterior capsule tear can be attributed to incorrect placement of the oct control points. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule tear in the left eye during laser assisted cataract surgery. The surgeon performed a vitrectomy and implanted a three piece intraocular lens in the sulcus instead of the planned toric intraocular lens. Additional information received states the patient is doing well with a monofocal lens.